Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a complaint of dizziness. No intrinsic r waves were noted during the sensing test. Device check revealed recorded episodes of right ventricular lead noise of significant amplitude. Some noise was induced also with isometric testing, though of lesser amplitude. The lead was reprogrammed. No other patient complaint apart from dizziness. The patient was stable.